Event description:
It was reported that positioning difficulties were encountered. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac artery. After placement of a 8-100 epic stent in the lesion, a 8x40x75 epic vascular stent was advanced to overlap a residual stenosis of the stent peripheral. However, during deployment, the stent was pushed into the distal which prevented it from covering the lesion. Another 8-60 epic stent was placed in a further overlapping form and completed the procedure. There were no patient complications nor injuries reported.